Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she fell asleep and stated seizing due to a low blood glucose value; the customer's service dog alerted the customer to the low. The customer then crawled to the kitchen and ate candy. She called her husband and went to the hospital. By the time she arrived to the hospital, her blood glucose was 120 mg/dl. Customer's current blood glucose value was 237mg/dl. The customer stated that her transmitter failed to alert her to the hypoglycemia. Troubleshooting was declined for the insulin pump. The customer stated that the cause of her low blood glucose was over-blousing for her coffee. The insulin pump was not returned for analysis.